Manufacturer narrative:
Device not accessible for testing: (4117/213): additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) of (B)(6) university. Device not returned to manufacturer.

Event description:
It was reported that prior to use the cs100 intra-aortic balloon pump (iabp) was having a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The unit was repaired by third party; failed part and service order not available.

Event description:
It was reported that prior to use the cs100 intra-aortic balloon pump (iabp) was having a helium cylinder leak.